Event description:
A stryker sales representative reported that the device failed to detect the connection of internal paddles during a demonstration. Another set of paddles was available and the demonstration was successfully continued using an alternative set of paddles. There was no patient use associated with the reported event.

Manufacturer narrative:
The internal paddles were returned to stryker and the device was not returned. A stryker product analysis center (pac) technician evaluated the internal paddles and were able to duplicate and verify the reported issue. The cause of the reported issue was determined to be due to a broken/damaged wire of the internal paddles. The pac technician found intermittent operation when the cable was flexed/manipulated at the device connection end. It was found that the wire on low voltage pin in connector was broken/damaged . "Connect cable" message appeared when issue is presented. The cable could not be recognized. The customer was provided with replacement internal paddles. The internal paddles were archived by stryker.

Manufacturer narrative:
The customer informed that the serial number of the device is (B)(6).

Event description:
A stryker sales representative reported that the device failed to detect the connection of internal paddles during a demonstration. Another set of paddles was available and the demonstration was successfully continued using an alternative set of paddles. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A stryker sales representative reported that the device failed to detect the connection of internal paddles during a demonstration. Another set of paddles was available and the demonstration was successfully continued using an alternative set of paddles. There was no patient use associated with the reported event.